Manufacturer narrative:
The user reported severe hyperglycemia resulting in hospitalization while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic disturbance requiring hospitalization and is consistent with the reported inpatient stay for management of elevated blood glucose. Engineering log review and cgm data analysis for the reported event date did not identify glucose values consistent with the reported severity, with recorded cgm values not exceeding approximately 235 mg/dl and no evidence of prolonged insulin interruption, infusion set failure, or device malfunction. The ilet was observed to be functioning as intended, with insulin delivery adjusted appropriately in response to available cgm data and alerts acknowledged by the user. Due to the discrepancy between reported blood glucose values and device-recorded data, and the absence of corroborating clinical measurements, the reported event could not be clinically reconciled based on available information. If additional clinical information or corroborating data become available, a supplemental MDR will be submitted.

Event description:
On 14-dec-2025 it was reported that on (B)(6) 2025, the user experienced hyperglycemia with blood glucose (bg) levels reported by the user as approximately 600 mg/dl while using the ilet. The user was hospitalized from (B)(6) 2025, to (B)(6) 2025, for management of elevated blood glucose. No long-term health effects were reported.